Event description:
Related manufacture reference number: 2017865-2023-24306 it was reported that the patient presented during leadless pacemaker implant procedure. During procedure, it was noted that the leadless pacemaker exhibited failure to capture, high pacing impedance, and varying r wave sensing amplitude. The leadless pacemaker was repositioned and fixated. During release of device, it was noted that the patient's blood pressure dropped. Echo identified cardiac perforation and pericardial effusion. The patient was taken cardiothoracic surgery and is currently recovering from procedure.

Event description:
New information received notes the patient had deceased due to sepsis in (B)(6) of 2023, a week following procedure. There were no allegations that the patient's death was caused or contributed to by the patient's leadless pacemaker system or system-related procedures.

Event description:
Related manufacture reference number: 2017865-2023-24306 it was reported that the patient presented during leadless pacemaker implant procedure. During procedure, it was noted that the leadless pacemaker exhibited failure to capture, high pacing impedance, and varying r wave sensing amplitude. The leadless pacemaker was repositioned and fixated. During release of device, it was noted that the patient's blood pressure dropped. Echo identified cardiac perforation and pericardial effusion. The patient was taken to cardiothoracic surgery where sternotomy was conducted. A tear was found in the anterior right ventricular apex and it was repaired. The patient is currently recovering from procedure.

Manufacturer narrative:
Correction: b5 - sternotomy performed for patient was not mentioned in previous report.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.